Manufacturer narrative:
Block b3: exact date unknown, event occurred in may last year.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, she was having to charge her battery every couple of days, patient also wanted a battery upgrade to obtain full body (magnetic resonance imaging) MRI access. The patient is doing well post operatively. The explanted device will not be returned as it was disposed per facility policy.